Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on april 10, 2014 to april 11, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed. During the visual inspection it was identified that the luer cap was loose. During leak testing the luer cap was hand tightened. The device was left overnight; no leaks were identified the next day. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor leaked from the site capped by the blue winged luer. It was reported that the blue winged luer had been tightened. This occurred after filling. There was no patient involvement. No additional information is available.